Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer stated to have issues with infusion set cannula being bent. Customer treated the high blood glucose with insulin pump. Customer declined to troubleshoot for high readings. Customer was advised of the proper use of the infusion set serter. Infusion set replacement will be sent. The insulin pump was not returned for analysis.